Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired after many months of bacteremia which was reported to have started as a percutaneous lead infection and then a presumed "pump infection". The pt was hospice care and in and out of the hospital several times prior to his death.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump was disposed of and will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.